Event description:
A customer reported an issue attributed to a continuous glucose monitor (cgm), which led to a past high blood glucose (bg) event. There was no specific value available for the highest bg level, as it was displayed as "high." The customer took actions to rectify the situation by administering a correction bolus via the pump and using multiple daily injections (mdi). Control iq technology was not active at the time of the event. Technical support advised the customer to consult with a healthcare professional to determine what might be influencing their blood glucose levels, and the case was closed after the customer acknowledged this advice.